Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments with no anomalies found. Visual analysis revealed three of the four distal conductors and four of the six proximal conductors were cut at 6.5 cm and there was blood/body fluid (not obstructed) on all conductors. There was a breached cut and cosmetic depression on the outer insulation. There was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage. (B)(4): the full lead was returned in segments and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors. There was cosmetic environmental stress cracking and a breached cut on the outer insulation, blood in/on the helix mechanism, and apparent explant damage.

Event description:
It was reported that the patient has had pain in the pocket area since implant. The physician felt this was due to the original implant stick and the leads bonding to the clavicle. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.